Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the device was connected, noise was noted on the electrocardiogram. The physician reconnected the device and the noise was observed again. The device was not implanted. No patient complications have been reported as a result of this event.